Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was in the 400's (mg/dl). The customer administered a manual injection. Reportedly, the customer was unable to clear the alarm and reverted to manual injections for insulin therapy.